Event description:
Patient presented to the physician with purulent discharge, swelling, and pain at the chest incision site. Physician noted an infection. Physician brought the patient into the or and removed the entire inspire system. Postoperative antibiotics were prescribed.